Manufacturer narrative:
The returned device analysis confirmed the reported inability to close the clip and did not confirm the reported mechanical jam. It was also observed during the analysis that the actuator knob with release crimper was returned in the packaging tray separated from the arm positioner. The collet was returned broken and separated from the cds. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported inability to close the clip appears to be due to the broken collet and loose release crimper. The observed broken collet, loose release crimper, and the inability to close the clip was identified as a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the actuator knob with release crimper was returned separated from the arm positioner. It was reported that during preparation of the clip delivery system (cds), the arm positioner was turned to 120 degrees however when trying to close the arm positioner to 60 degrees, it could not rotate. The device was not used. There was no patient involvement. There was no clinically significant delay in the intended procedure and no patient involvement. No additional information was provided. Subsequent returned device preliminary analysis noted the actuator knob with release crimper were separated from the delivery catheter (dc). The release crimper was not attached to the crimping cam. The collet was also inside the packaging tray separated from the crimping cam and it was observed to be corroded and there was a broken tine.